Event description:
A user facility reported to olympus that noise was noted with the evis exera iii colonovideoscope. During a standard service inspection of the customer returned device, clogged nozzle with foreign matter was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, foreign object nozzle, irrigation error, bending angle in the up-direction failure to meet standard, u/d knob out of standard value, angle wire stretched, objective lens peeling, light guide lens peeling, and flare occurrence were observed. Lastly, cracks and scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing by the user facility that was not carried out according to the instructions for use (IFU). It was not possible to further presume the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.